Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an infusion set change, with persistent elevated blood glucose despite insulin on board and later confirmation by fingerstick up to 411 mg/dl; troubleshooting steps included site assessment, infusion set replacement, fingerstick confirmation, resuming insulin delivery after an unintended pause, and shipment of replacement supplies. Symptoms included hyperglycemia without ketone testing, without loss of consciousness, and without diabetic ketoacidosis. Outcomes included temporary use of multiple daily injections, remote coaching, and return of glucose values to range the same day, without emergency care or hospitalization. Investigation included technical support review, user-guided troubleshooting, and replacement of supplies. Investigation of this case revealed no visible device or infusion set abnormalities and an episode of insulin delivery being paused that required user intervention to resume. It was concluded that the event was hyperglycemia with cause unclear, with contributory factors possibly including site viability issues and paused insulin that resolved after site change and resumption of delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.